Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to any reported event as no specific device failure mode or patient injury was alleged. Per the medical records provided the patient underwent a non-related low anterior colon resection due to diverticulitis, during that procedure it was noted that there was scarring in the pelvis from a previous mesh repair, however this was not disturbed. There was no direct malfunction alleged against the bard flat mesh. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient was diagnosed with symptomatic pelvic prolapse, stress urinary incontinence and significant cervicovaginal descent with cystocele. The patient underwent en exploratory laparotomy, total hysterectomy, abdominal sacrocolpopexy with implant of a bard flat mesh and burch retropubic urethropexy followed by cystoscopy. On (B)(6) 2013 - the patient was diagnosed with diverticulitis of the colon and underwent a laparoscopic lower anterior bowel resection. Per operative details, " there was scarring in the pelvis from a previous mesh repair, which appeared to be some type of a pelvic sling. This was not disturbed."